Manufacturer narrative:
Analysis was performed on-site service personnel which included guiding the customer on how to diagnose and correct the issue. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was a loose audio cable connection. The issue was resolved by re-securing the cable. The device was operating as expected following the cable re-alignment.

Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that user was unable to hear any alarms. The device was in clinical use on a patient at the time of the event. No adverse event was reported.